Event description:
The hospital reported that preparation for a coronary artery bypass procedure, the heartstring iii seal failed to load. The seals were not loading properly upon the initial step of pinching the buttons on the distal end of the loading device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The heartstring iii device was returned to the factory for evaluation. It showed no signs of clinical usage. There was evidence of blood on the device. The delivery device was returned outside of the loading device. The tension spring assembly, the anchor tab and the seal were inside of the loading device. The seal was cracked along the second and third rows from the center. The green slide lock and the white plunger were depressed on the delivery device. This failure is potentially attributed to user technique. It appears that the seal had been prematurely deployed. As stated in the IFU, the user should ensure that the lock is locked. If the lock is unlocked, care should be taken to avoid any accidental depressing of the plunger. Based upon the evaluation results, the reported complaint could not be confirmed for failure to load; however, it was confirmed for premature deployment and cracked seal. The result of the investigation and a copy of the heartstring iii IFU are being provided to the customer. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Internal file number - (B)(4).